Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. It was reported to abbott, a patient reported their ipg had depleted without warning. Its unsure if the patient had been checking their patient controller (pc) for updates on their ipg. The patient became unwell and needed to be admitted to the ER. As the patient was unable to speak it could not be determined what happened to the patient prior to being admitted to the ER. The ipg was replaced without complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.